Event description:
A healthcare professional reported that the patient experienced toxic anterior segment syndrome (tass) following phacoemulsification surgery with intraocular lens implantation using an ophthalmic viscoelastic. The patient underwent an additional surgical procedure. The current condition of patient is unknown. This report pertains to four of eleven reports from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.